Event description:
On 03/22/2009, a home pt (hp) contacted the baxter technical service representative (tsr) to request assistance with the homechoice (hc) machine during the fill cycle. Per the initial report, the hp said that she was repositioning the supply bag and the spike came out. The tsr assisted the hp to end therapy. The hp was in fill 4 of 4 and the fill volume was 1930 milliliters. The hp was to follow up with a manual exchange. The hc machine was operational. The following month, product surveillance contacted the peritoneal dialysis nurse (pd rn) and she stated the hp had peritonitis. On the next day, the following info was obtained: four days prior to original date, the hp was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. A peritoneal effluent culture and analysis were performed. The hp was initially treated with vancomycin the same day. Two days later, the treatment was changed to fortaz (to be taken for 4 weeks). Per the pd rn, treatment for the hp was to do manual midday exchanges where the fortaz was added to the dianeal d4 ultrabag and the hp would let it rest in her peritoneum and then drain. Per the pd rn, the hp did not routinely do a routine manual exchange and this was added as treatment for the peritonitis. Three days later, the hp peritoneal effluent was retested. When speaking to the pd rn, it was asked if on the same day, when the culture grew back negative, was the hp considered to be recovered. The pd rn answered by saying they thought she was, but then she got the other peritonitis shortly after this. The following month, the hp began treatment with fortaz (same regimen as in original month). The hp continues with pd therapy; however, she is scheduled to have her pd catheter pulled because she has developed two peritonitis infections in the last month. The pd rn noted that the hp has terrible aseptic technique and was retrained on proper procedure. The hp does not reuse supplies.